Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that a patient expired while connected to the laptop ventilator 1150. At this time, the customer did not provide any allegations against the product.

Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was unable to find any issues with this ventilator. The ventilator passed 339 hours of extended bench testing at the customer's settings and met all vyaire manufacturer specifications.